Event description:
The 56mm shell was placed on the 56mm impaction ring attached to the multi-function handle. After final seating and c-arm confirmation, the surgeon went to turn the malfunction handle clockwise to release it from the shell and it was frozen. The operating room technician then passed him the tommy bar to assist in the removal of the impaction ring from the shell. The doctor then removed the multi-function handle from the impaction ring and tried to suction the fluid from within the shell to break the hydraulics. He then re-attached the multi-function handle and was finally able to remove it from the shell. However in doing so he had changed the position of the cup and had to reposition it in situ. Once the case was done and the instrument was being cleaned the impaction ring was found to be cold welded to the multi-function handle.

Manufacturer narrative:
An investigation into the root cause and possible corrective action for this specific complaint device is in progress but not complete at this time. During a recent trending evaluation of impacting ring complaints this complaint was identified to involve the impacting ring and multi-function handle, however upon further analysis it was determined that it also involves the impacting ring temporarily sticking in the shell. Thus it must be reported as an MDR. Due to previous impacting ring complaints and investigation results an immediate corrective action was implemented. The surgical technique and impacting ring instructions for use were updated to introduce a trial of the impacting ring with the shell prior to surgery in order to reduce recurrence. In addition, the impacting ring must be tightened with the proper tool and the impacting ring should not be forced when engaging the shell. However, the trial of the impacting ring prior to surgery did not prevent recurrence in one instance. As a result the MFR initiated a recall on (B)(6) 2010. A new improve design of the impacting ring was introduced by reworking the existing product. It will improve assembly between the two devices by increasing the clearance between the two devices to account for potential dents caused by impaction over time. The product removal and labeling change were reported to the (B)(4) district, recall coordinator on (B)(6) 2010.